Event description:
A peritoneal dialysis (pd) pt reported upon completion of overnight treatment, the cassette had leaked and fluid was found around the cycler door. There was a hole present in the back of the cassette. The pt's effluent remained clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.